Event description:
During a rf procedure in the lumbar region, while the generator switched to the sensory mode, the pt experienced unintentional sensory stimulation. The procedure was completed using the same equipment and without delay. There was no intervention or add'l treatment required due to this event. There are no adverse consequences reported as a result.

Manufacturer narrative:
The product has been rec'd, however, the investigation has not yet begun.